Manufacturer narrative:
Citation: alkhouli m et al. Transcatheter implantation of sapien s3 valve in a large flexible tricuspid annuloplasty ring. Structural heart. 2020; 4(5):448-450. Doi: 10.1080/24748706.2020.1809754. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old male patient with a medical history of hydrocephalus s/p ventriculoperitoneal shunt and chronic thromboembolic pulmonary hypertension s/p thromboendarterectomy who underwent implant of a 31mm medtronic duran annuloplasty ring in the tricuspid position an unknown duration prior. No serial numbers were provided. The patient presented with class IV heart failure, cardio-hepatic syndrome, and ascites requiring weekly paracentesis. Echocardiography showedsevere tricuspid stenosis with a mean gradient of 10mmhg, severe functional tricuspid regurgitation, and severe right ventricular dysfunction. A full balloon expansion was performed at 3 atmospheres, followed by the valve-in-ring implantation of a non-medtronic transcatheter valve. Following the implant of the transcatheter valve, there was no intra-ring regurgitation but a mild peri-ring leak. No additional adverse patient effects or product performance issues were reported.